Event description:
The reporter stated, the surgeon inserted a -07.5 diopter 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) but the sharp edge of the injector damaged the icl. The icl was removed with no patient injury and another same model icl was implanted.

Manufacturer narrative:
(B) (4). (Icl damaged by sharp edge of injector). (B) (4).